Event description:
Bronchial thermoplasty catheter would not work properly. The alaris controller unit kept alarming and gave message not sufficient contact. User has performed these procedures several times previously and decided it was the catheter not working, so removed and obtained a second catheter that worked without an issue. The alaris controller was alarming with simultaneous alarms with the first catheter but no alarms with the second catheter and procedure went well.